Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported the image on the deflectable videoscope turned purple during a therapeutic laparoscopic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 4/12/2022 h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. However, the root cause could not be determined. Based on the investigation, the malfunction was likely caused by one or more of the following factors: damage or deterioration of parts, environmental conditions such as dust, dirt, or humidity, optical issues, overheating, or electrical problems such as signal loss or an open circuit. The most probable cause of this complaint is an expected or random component failure, with no evidence of a design or manufacturing defect. A review of the device history record found no deviations that could have contributed to the reported issue. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.